Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule failed to deploy from the delivery system. When deployment was attempted, the handle came apart. No serious injury to the pt was reported.